Manufacturer narrative:
The machine has been taken out of svc pending full eval upon a visit of a svc engineer to the site. Initial phone screen indicates a sensor failure. This report is submitted because the pt had already been sedated. The procedure for pain treatment of plantar fasciitis had not begun.

Event description:
During pre-test start-up, a head collision sensor was activated and could not be de-activated by the device operator. The activation of this sensor prevented the use of the device. The pt had already been sedated in preparation for the procedure.